Manufacturer narrative:
(B)(4).

Event description:
Procedure laparoscopic appendectomy. According to the reporter: the surgeon used an egia45avm over the mesoappendix with no problem. He then stapled the base of the appendix with a second egia45avm. Upon inspection of the 2nd staple line, the surgeon noticed the staple line was malformed and not intact. He took pictures of the malformed stapled line. He used a third reload, an egia45amt, under the malformed staple with no problem. The staple line of the egia45amt was perfect. Unanticipated tissue loss was about 2 cm. The procedure was prolonged by approximately 1 hour. No reinforcement material was used.